Manufacturer narrative:
Upon review of the dataset provided for analyzer m1-e-21192, the followings were identified; run # 643 lot # 10308z (strong amplification, CT 19.5); run # 654 lot # 10308z (weak amplification, CT 34.6); run # 668 lot # 10308z (weak amplification, CT 37.4); run # 685 tube lot # 10308z (strong amplification, CT 13.0); run # 697 lot # 10308z (strong amplification, CT 31.4); run # 721 lot # 10329y (moderate amplification, CT 32.2); run # 751 lot # 10329y (moderate amplification, CT 33.0); run # 862 lot # 10329y (weak amplification, CT 36.7). The pcr curves for each of the alleged runs were reviewed and showed no abnormalities that would indicate the results are erroneous. Each of the above runs amplified target material in the patient sample indicating a true positive or, in the case of sample ids (B)(6), weak amplification that could indicate samples with low titer near the limit of detection (lod) of the assay. The discrepancy observed may be due to differences in sensitivities and detection technologies between the scfa assay and the competitors. An investigation was performed on the alleged reagents to rule out any contribution to the allegation. No product problem related to the customer allegation was identified. The customer¿s allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results on 8 patient samples generated while using a cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat system. When compared to the results generated with genexpert cepheid, and lumiradx. According to the customer, all 8 initial patient sample tests were performed on the cobas® liat® system serial # (B)(4), generated sars-cov-2 positive influenza a/ b negative. Patient samples 1-5 utilized lot 10308z and patient samples 6-8 utilized lot 10329y. A repeat testing for the same sample of patient 1 performed on the perkin elmer generated negative results for all 3 targets, a repeat testing for the same sample of patient 2 performed on the genexpert cepheid generated negative results for all 3 targets. While a repeat testing of the same sample for patient 3-8 performed on the lumiradx generated negative results for all 3 targets. The negative results were reported to the patients and or/ medical personnel treating the patients. No indication of patients harm or injury. The samples were collected using nasopharyngeal samples bd universal viral transport. Per the FDA guidance eight (8) mdrs will be filed one per sample. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).